Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited a high out-of-range pace impedance measurement (>2000 ohms), which triggered a lead safety switch (lss) alert. The field representative indicated the physician was looking for a non-invasive solution as the patient had other medical issues. Boston scientific technical services (ts) was consulted and discussed programming a split configuration. The field representative programmed the lead to split configuration. Additional information received indicates that the pacemaker and ra lead exhibited noisy signals with isometrics, the pace impedance reverted back to a high but in-range measurement(<2000 ohms), and the physician plans to continue to monitor the patient. This ra lead remains in service. No adverse patient effects were reported.